Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device: triathlon ps fem component, cemented; catalogue: 5515-f-602 ; lot: h3o9ld device: triathlon symmetric x3 patella; catalogue: 5550-g-360-e ; lot: 9ake device: tri ts baseplate size 5; catalogue: 5521-b-500; lot: huu9da. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "doing an I&d w/ poly swap on the patient. Wound dehiscence. Right knee" spoke to rep: confirm that no further information will be released by the hospital or surgeon.